Event description:
The manufacturer received information alleging a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Ventilator inoperative alarms were observed in the device's downloaded event log. The device's system board was replaced to address the issues. Additionally, the device's muffler assembly and air inlet foam filter were replaced preventatively. The device was tested and passed all final testing.